Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had intermittent capture. The patient was dependent so the lead was capped on (B)(6) 2018 and a new replacement lead was implanted. The patient was stable before, during, and after the procedure.